Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21095177. Medical device expiration date: 01-sep-2024. Device manufacture date: 01-sep-2021. Medical device lot #: 21085867 . Medical device expiration date: 13-aug-2021. Device manufacture date: 13-aug-2024. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd maxzero needleless connectors were clogged, and experienced leakage. The following information was provided by the initial reporter: number of leaks and the joint was blocked.

Manufacturer narrative:
H6: investigation summary a mz1000 china product was not available for investigation; however the customer confirmed that the complaint samples were from lot 21095177 and lot 21085867. Further information provided by the customer indicates that the connecting product used was a weigao infusion set and that damage was observed in several samples. As part of the investigation the customer provided some photographs of the affected sample, analysis of the photographs confirmed the customer's experience with cracks observed to the female luer adaptor of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21095177 and lot 21085867 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. However, although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported that 15 bd maxzero needleless connectors were clogged, and experienced leakage. The following information was provided by the initial reporter: number of leaks and the joint was blocked.